Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s peritonitis which required hospitalization. However, there have been no reported allegations nor is there any objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-known potential complication in pd patients and touch contamination of the pd system is a significant risk factor for infection. Per the pd nurse, the patient¿s caretaker was not washing hands nor wearing a mask during pd treatment and required training on proper pd procedures. Therefore, it is highly likely the patient¿s peritonitis was caused by breach in aseptic technique/touch contamination, which was also confirmed by the pd nurse. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving drain complications encountered during drain 0. Contact stated that the patient had peritonitis recently and was worried the patient might have it again. Upon follow up, peritoneal dialysis registered nurse (pdrn) stated that the patient was experiencing abdominal pain and cloudy pd effluent on (B)(6) 2019. On "(B)(6)" 2019, the patient contacted the pd clinic again and reported persistent abdominal pain and cloudy pd effluent. The patient was seen the same day in the outpatient clinic and the pd nurse obtained an effluent sample. Per the nurse, the fluid had moderate fibrin and appeared clotty. A pd culture was sent to an outside laboratory and it was verbally reported to the pd clinic that there was no organism growth but yielded a high white blood cell (wbc) count (result unknown as there is was no copy of the pd culture report in the patient¿s record). The nurse stated the doctor requested the patient go to the hospital. The patient was admitted on (B)(6) 2019 with peritonitis. The patient was treated with vancomycin in the hospital was also transitioned to hemodialysis. Further details surrounding the hospitalization are unknown, as the hospital d/c summary was not available. The nurse confirmed the patient was discharged on (B)(6) 2019 and was continuing temporary back up hemodialysis in an outpatient clinic. The nurse noted the patient re-attempted pd therapy (exact date unknown) but was able to confirm the patient was attempting pd with the cycler on (B)(6) 2019. However, the patient continued to have fibrin in the patient line despite adding heparin to the solution bag which was believed to be causing the patient drain issues during treatment with the cycler. As a result, the patient has remained on back-up hemodialysis as it is suspected the pd catheter is not in correct position and due to ongoing fibrin. The nurse stated the patient has finished antibiotics for peritonitis and is recovering from the peritonitis event. The nurse stated there were no known fluid leaks or cycler/cycler set or delflex related product issue or malfunction preceding the peritonitis event. The nurse did state that the patient¿s young granddaughter was helping the patient do pd at home. The nurse stated the patient and granddaughter were re-trained in aseptic technique as the granddaughter reported she did not know she had to wash hands and wear a mask while performing pd treatment. The nurse stated the patient¿s home environment is not the cleanest also. She stated it was highly likely the patient¿s peritonitis was related to touch contamination/breach in aseptic technique.